Manufacturer narrative:
(B) (4). (B) (4). No conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
A pt underwent pelvic reconstructive surgery and a sling procedure on an unk date. On post-operative day four, she underwent an exploratory laparotomy for a small bowel obstruction. She was found to have injury to the small bowel secondary to a through-and-through perforation by the sling tape. The entire tape was removed. Partial small bowel resection and primary anastomosis were performed. The pt's subsequent recovery was uneventful.